Event description:
A hospital in (B)(6) reported that heater head of an iw930 cosycot infant warmerr was displaying an error code. The heater assembly was returned to fisher & paykel healthcare (fph) service centre in (B)(4). During servicing, it was found that the harness connector housing was slightly discoloured and the case to be damaged.

Manufacturer narrative:
(B)(4). Method: the heater head of the iw930 cosycot infant warmer was received at our fisher & paykel healthcare (fph) regional facility in (B)(4), where it was inspected and performance tested by a trained fph technician. The warmer head was returned to the manufacturer and was visually inspected. Results: during testing the error 17 displayed immediately when turned on. One terminal, which connects a wire to the heating element, was found to be discoloured and corroded. The tab where the connector is inserted showed some signs of damage and corrosion. A section of the insulation on the wire was melted. An area of the dome appeared to have melted. There was no damage to the other end of the heating element terminal, creating a good connection. The resistance of the heating element was found to be within specification. A lot check revealed one other similar complaint for this lot number. Conclusion: it is likely that the observed fault occured over time. It is possible that corrosion or a loose terminal in the heater element caused increased resistance, resulting in a faulty connection and increased heat generation in the warmer head. The warmer displayed an error code and entered a fail safe state where the heater element is disabled and the infant warmer alarms to allow the user to act and provide an alternate means of warming. It is also possible that that the loose terminal in the heater element was in contact with the warmer head, resulting in the observed melted area on the warmer head. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by (B)(4). The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications. The infant warmer heater head was repaired and housing was replaced by a trained fisher & paykel technician at our us facility and was returned to the heatlhcare facility after passing the electrical safety and performance tests.